Event description:
It was reported that the console showed an error message 1103 (fiber identification failed. Please change fiber). The procedure was not completed due to the event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the console showed an error message 1103 (fiber identification failed. Please change fiber). The procedure was not completed due to the event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.